Manufacturer narrative:
(B) (4).

Event description:
The pt was charging more than expected. The settings were: 2 programs; 8.5v, 450 pw, 40 rate, 4 cathodes, and 4 anodes, 24 hours usage. Group impedances were 178 and 181 ohms. The amplitude was decreased and the pt was down to charging every three days. The pt was doing fine.